Manufacturer narrative:
The device was returned for evaluation. The device was examined and given functional testing. The testing showed the device's interlock block area had stripped threads. The device issue was determined caused by wear.

Event description:
It was reported the device leaked fluid. No adverse effects reported.